Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 30 mg/dl and 44 mg/dl. It was reported that diabetes educator adjusted settings, and customer's blood glucose stabilized at 200 mg/dl. It was reported that customer had trouble feeling quickserter with finger tips and that customer only had vision in one eye. Customer declined transfer to helpline.